Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified a severed lead 21 cm from the terminal pin with only one segment received. Setscrew marks were confirmed on the terminal pin. The returned lead segment measured normal resistance/electoral testing. Insulation damaged was noted on rate sense terminal leg and arc mark noted on the rate sense coils, approximately, 7 cm from the terminal pin. Additionally, the trilumen insulation was abraded through to rate sense lumen, thus exposing rate sense coils at approximately 12 cm from the terminal pin. Engineers concluded the observed damage was most likely incurred due to lead-on-can contact while implanted.

Event description:
It was reported that the patient with this device was found deceased in a wooded area and then taken to a local medical facility. During the post mortem interrogation, the device displayed an error message related to a shorted condition. Boston scientific was then called for advisement, at which time it was communicated the need to have the device deactivated and returned or analysis. A latitude data search was also conducted and illustrated noise on the right ventricular (rv) lead and shock channels, likely related to an electrode impairment. No information regarding the rv lead was known; however, was later received and confirmed to have been a boston scientific lead and implanted in 2003. A previous yellow alert for rv intrinsic amplitudes out of range, was also observed. The device had been implanted for approximately three years and the patient was 54 percent paced. The explanted device, along with a portion of the rv lead was returned for analysis for root cause assessment.

Manufacturer narrative:
Following returned product analysis, another report will be submitted. Additionally, note the serial number has been updated/corrected.

Event description:
It was reported that the patient with this device was found deceased in a wooded area and then taken to a local medical facility. During the post mortem interrogation, the device displayed an error message related to a shorted condition. Boston scientific was then called for advisement, at which time it was communicated the need to have the device deactivated and returned or analysis. A latitude data search was also conducted and illustrated noise on the right ventricular (rv) lead and shock channels, likely related to an electrode impairment. No information regarding the rv lead was known; however, was later received and confirmed to have been a boston scientific lead and implanted in 2003. A previous yellow alert for rv intrinsic amplitudes out of range, was also observed. The device had been implanted for approximately three years and the patient was 54 percent paced. The explanted device, along with a portion of the rv lead was returned for analysis for root cause assessment.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was found deceased in a wooded area and then taken to a local medical facility. During the post mortem interrogation, the device displayed an error message related to a shorted condition. Boston scientific was then called for advisement, at which time it was communicated the need to have the device deactivated and returned or analysis. A latitude data search was also conducted and illustrated noise on the right ventricular (rv) lead and shock channels, likely related to an electrode impairment. No information regarding the rv lead was known; however, was later received and confirmed to have been a boston scientific lead and implanted in 2003. A previous yellow alert for rv intrinsic amplitudes out of range, was also observed. The device had been implanted for approximately three years and the patient was 54 percent paced. The explanted device, along with a portion of the rv lead, is expected to be returned for analysis for root cause assessment.